Manufacturer narrative:
Product analysis the device was returned with the tip stuck in the distal flush tool (dft) and the tip detached, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cleaning process with the atherectomy turbohawk plus, the distal flush tool became stuck on the distal tip and could not be advanced back to the proximal position. The device was safely removed from the patient. No health consequences or impact were reported. No patient complications have been reported as a result of this event. When the device was returned it was noted that the device was detached.